Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded multiple ventricular tachycardia (vt) episodes, but no therapy was delivered. Some episodes were incorrectly classified as supraventricular tachycardia (svt). Programming to adjust svt detection criteria was completed.